Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v433259, product type: lead. Product ID 3888-56, lot# v433259, product type: lead. Product ID 3888-45, lot# v760959, product type: lead. Product ID 3888-45, lot# v760959, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient had a peripheral system implanted for several years. The system was replaced on (B)(6) 2016 due to end of service (eos) and the ¿leads burning out.¿ there were no symptoms known at the time of this report. Additional information has been requested regarding clarification on the eos and leads burning out, symptoms, cause, actions and interventions, and device location for analysis, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.